Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported this is the first time the issue has happened with this unit. The customer reported they were not using olympus tubing with this unit and therefore the tac representative suggested trying the olympus tubing. The customer said the same issue happened with 3 different uhi-3 units using non-olympus tubing however the customer was unable to recreate the issue on all three units. They tried using both the cylinder hose for uhi-3 and the medical gas pipeline adaptor for uhi-3. The customer asked what the settings should be on the unit when vein harvesting and the olympus representative informed the customer that tac was not able to provide a recommended setting for the operating room to use. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit did not maintain pressure and did not keep the cavity open during a therapeutic coronary artery bypass graft surgery (CABG) endoscopic harvesting vein procedure. There were no reports of patient harm. Related patient identifier: (B)(6). Uhi-3 sn: (B)(6). Related patient identifier: (B)(6). Uhi-3 sn: unknown.